Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially contacted physio-control to report that the shock button on their device would not respond when pressed. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that cable-mounted plug connector, designator p39, of the main keypad/interface pcb cable was not properly seated to the main keypad assembly at pcb-mounted jack connector, designator j39. Physio then reseated the cable, which resolved the reported issue, and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.